Event description:
The reporter states that his blood glucose result was 384mg/dl on the accu-chek advantage meter in comparison to a blood glucose result of 117mg/dl on the professional meter. The results were obtained within a 10 minute timeframe. No actions taken based on the blood glucose results. No adverse event reported. New sys sent to customer and return requested.